Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the exhalation transducer printed circuit board (pcb) and it resolved the issue. The ventilator then passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, during set-up, a ventilator generated error codes and remained inoperable. There was no patient involvement.